Event description:
The catheter was placed 8/21/96 in the pt's right shoulder for chemotherapy treatment, it was reported that the pt began to experience swelling, discoloration, and discharge of fluids from the catheter. About a weak insertion of the catheter, the pt returned to the hosp for approx 3 to 4 days and was placed on antibiotics. She was released, but approx one week later, she returned to the hosp reporting continued discomfort. At that time, the physician removed the catheter after reportedly concluding that the catheter had a leak in it. The catheter was discarded at the user facility the day it was removed.